Event description:
A report was received from the affiliate, alleging that an olympus hysteroscope, model hyf-v was damaged during sterilization in the sterrad 100s. The report also indicates there was a white line on the film, and that it seemed that the scope was slightly stuck to the film. The pouch used was a kao product. There was no injury to a pt or a healthcare worker. The affiliate performed a component analysis of the white residue. It was found that the white residue was polyamides such as nylon.

Manufacturer narrative:
(B)(4). Per the initial reporter, it is unk if an instrument assessment was performed. It is unk if the facility contacted the MFR of the device regarding the damage or sterilization guidance prior to processing the device. The age of the device, how often is used by the facility, and the number of cycles is also unk. The initial reporter did not indicate if this device has been previously damaged. Photographs of the white residue mentioned in the report were submitted to asp. The cleaning process before sterilization, included wiping of the device with alcohol to dry it. The initial reporter did not provide details of the cleaning solution brand, or rinsing procedure. The facility has not had changes to the cleaning process or in the products used for cleaning devices. Previous sterilization or high level disinfecting modalities at this facility included ethylene oxide gas sterilization (eog); currently sterrad 100s. The device remained intact, without any breakage. The MFR for the damaged device in this complaint (olympus) is not registered under the asp sterrad sterility guide for the device involved in this complaint. The sterrad 100s sterilization system user's guide indicates that: before processing any item in the sterrad 100s sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device MFR's instructions for their products. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer rep for more info. The sterrad 100s sterilization system user's guide also indicates that: if white residue is visible on the load; this may be residue from the hydrogen peroxide stabilizer. White residue can be minimized by making sure regular planned maintenance (pm) procedures are performed on the sterilizer.